Manufacturer narrative:
(B)(4).

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g3: date received by manufacturer - additional h2: type of follow up - correction/additional information/device evaluation h3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional. H6: investigation conclusion - correction.

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. Voltage testing was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Transmitter battery.

Manufacturer narrative:
(B)(4).